Event description:
The reporter stated that the patient experienced a blood glucose of 20 mmol/l with nausea. The reporter stated that there was a small amount of insulin leaking out near the cartridge cap. The reporter stated that it was unclear if the leak was from the cartridge or tubing. The reporter stated that the issue continued with 3 cartridges and 2 sets of tubing. The reporter confirmed that the luer connection was tightened appropriately. This report is made based on the allegation that the patient experienced hyperglycemia related to a cartridge that may have been leaking.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. A fill test was completed with no air bubbles forming inside the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.